Event description:
It was reported that the patient experienced discomfort. It was noted that the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The rv lead was explanted and replaced. The patient was stable.